Event description:
It was reported that an aneurysm in one inflatable penile prosthesis (ipp) cylinder was noted during examination. A replacement surgery was performed to remove and replace the ipp. There were no patient complications in relation to this event.